Manufacturer narrative:
Summary of evaluation: the total knee components can not be evaluated for the undefined complaint as they have not been returned to co. A review of the device history records for the components found that no discrepancies were reported during MFR.

Event description:
The pt was experiencing pain. An unspecified medical procedure was performed subsequent to the total knee replacement due to the pain.